Event description:
The device rreportedly gave a charge removed message following each of three shock advised decisions rendered during the reported event. The pt's outcome and details were not initialy reported to mpc.